Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire inside yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8 mm permanent cautery hook (pch) instrument had a torn pull cable. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.